Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient changed the settings. The issue was not resolved because they were still fighting with the device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that "for a while" they noticed that they would increase stimulation but then the settings and program number would "slip" back to being on the original setting the patient had been on. During the call walked patient through general function of smart programmer and therapy app. Patient was on program 4 and had increased to 2.0 v, during call patient was able to exit and enter therapy app and the settings were still the same. Once communicator was moved back over implant the pt was able to connect with therapy app. Patient mentioned that they had arthritis and that it was not easy for them to work the external equipment because of the small buttons on the equipment. Patient also said they don't like how close the smart programmer case is to the power button of the smart programmer. The troubleshooting steps that were taken on the call resolved the issue. Ps emailed patient gen eral info about smart programmer.